Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. During investigation, the hard cannula was observed to be bent. It could not be conclusively determined how or when this damage occurred. High pulse widths and timeouts were observed in the download data, indicating the pod struggle to deliver insulin. However the pod still ran for 4088 pulses, reached an empty reservoir and was deactivated. No drive stall was seen in the data indicating the drive mechanism was still rotating as expected. The root cause of the high pulse widths could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod between 24 and 36 hours they had felt discomfort at the pod infusion site. Upon removal of the pod from the infusion site the patient discovered the pods needle had not retracted upon initial deployment.